Manufacturer narrative:
Zoll medical corp has been rec'd the prod and will be providing a f/u report when out investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's pacer output know was difficult to adjust and took several rotations to actuate. Complainant indicated that there was no pt involvement in the reported malfunction.